Manufacturer narrative:
The investigation is ongoing.device remains implanted.

Event description:
As reported by the field specialist, approximately 8 years 3 months post transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien valve, the patient presents with central aortic regurgitation. The patient is being worked up for a valve in valve procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on medical records provided. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code) and h10 (provide narrative/data). Additional information received via medical records revealed there was severe bioprosthetic aortic transvalvular leak, but no stenosis. In addition, the patient has exertional dyspnea and fatigue. The patient will need a bioprosthetic valve to correct the aortic insufficiency (ai) and was noted to be a good candidate for a valve in valve transcatheter aortic valve replacement (tavr) procedure. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information from additional medical records that were provided. Additional information received via medical records revealed there was severe prosthesis regurgitation. The patient underwent a valve in valve procedure approximately 8 years 6 months post transcatheter aortic valve replacement (tavr) procedure. There was trivial transvalvular (central) and paravalvular regurgitation at the end of the procedure. The patient tolerated the procedure well without complications and was in stable condition. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. No relevant imagery was provided; however, medical records were provided for review. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, valve regurgitation and paravalvular or transvalvular leak are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve regurgitation was confirmed based on medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported "approximately 8 years 3 months post transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien valve, the patient presents with central aortic regurgitation", and "the patient underwent a valve in valve procedure with a 26mm sapien 3 ultra valve. There were no procedural complications. The 26mm sapien 3 ultra valve was implanted with proper expansion. It was stated on the day of the valve in valve procedure that it was believed the regurgitation may have been all paravalvular and not central. It was believed that it was a paravalvular leak (pvl) because there was mild pvl noted at the end of the valve in valve procedure". Per the instructions for use (IFU), valve regurgitation (central/paravalvular) is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In additional, paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the patient had a history of hyperlipidemia and ckd (chronic kidney disease). It is well known that patients with chronic kidney disease is predisposed to bioprosthetic heart valve calcification. Hyperlipidemia is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of central regurgitation. In addition, the paravalvular leak may have been contributed by cardiac remodeling over time, but the reason behind the cardiac remodeling is unknown at this time. In this case, available information suggests that patient factors (hyperlipidemia, ckd, cardiac remodeling) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. No relevant imagery was provided, however, medical records were provided for review. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, valve regurgitation is listed as a potential risk associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for central regurgitation was confirmed based on medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, it is possible that an under-expanded valve could have made the leaflets coaptation inadequate and potentially resulting in the regurgitation. As reported "approximately 8 years 3 months post transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien valve, the patient presents with central aortic regurgitation." Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration (svd), including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if the host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The patient had a history of hyperlipidemia and chronic kidney disease (ckd) iii. Chronic kidney disease (ckd) is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. Hyperlipidemia is also a known patient factor which can increase the risk of leaflet calcification/thickening resulting in central regurgitation. In this case, available information suggests that patient factors (hyperlipidemia and ckd iii) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information received. Additional information received revealed approximately 8 years 6 months post transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien valve, the patient underwent a valve in valve procedure with a 26mm sapien 3 ultra valve. There were no procedural complications. Per the initial report, the patient had presented with central aortic regurgitation. However, on the day of the valve in valve procedure, it was believed the regurgitation may have been paravalvular and not central. The event is being further investigated.